Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided comprehensive instructions for resetting the pump and assisted the customer with the process. After the reset, the error code did not reappear, and the customer was able to successfully start their sensor session.